Event description:
It was reported that the patient underwent a surgical revision approximately two months post device change-out to review the device and lead connections as patient alerts were triggered due to episodes of noise, oversensing and high impedance on the right ventricular [rv] and left ventricular [lv] leads. It was also reported that the device was measuring high atrial lead impedance; however, the atrial lead had been previously capped due to the patient having atrial fibrillation. Additionally, after the revision, the lv lead impedance was normal; however, the rv lead had high impedance and was not capturing. It was further noted that the lv lead had dislodged four years prior and was in the right ventricular outflow tract [rvot]. The device was reprogrammed to lv only pacing, the lead impedance alerts were turned off and a system replacement will be performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.